Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room because of shocks from their implantable cardioverter defibrillator (ICD). Evaluation found t-wave oversensing (twos) leading to inappropriate therapy. The ICD was initially reprogrammed and then four days later, explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.